Event description:
A customer in the (B)(6) notified biomérieux of numerous card terminations for vancomycin and erythromycin in association with the vitek® 2 xl (reference 27228, serial (B)(4)). A biomérieux field service engineer (fse) recommended replacing the tx1 optics after a performing a failed transmittance test. After the optics were replaced, the customer stated they had no more instances of card termination. Although there was a delay greater than twenty four hours due to performing vancomycin disk diffusion, the customer confirmed there was no delay or impact on patient care. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the (B)(6) regarding frequent card terminations (trm) for vancomycin and erythromycin in association with the vitek® 2 xl (reference 27228, serial (B)(4)). Vitek 2 test kits in use at the customer site are ast-p607 and ast-p635. A biomérieux field service engineer (fse) recommended replacing the tx1 optics after performing a failed transmittance test. After the optics were replaced, the customer stated they had no more instances of card termination. Biomérieux investigation was conducted. Two patient lab reports were submitted by the customer, and reviewed during the investigation. Report 1: ast-p607 lot 4871117103. Test completed 08sep2019. Organism enterococcus faecium vancomycin and erythromycin trm with analysis message: initial value too low for analysis results obtained for all other claimed drugs on the card report 2: ast-p607 lot 4871117103. Test completed 08sep2019. Organism enterococcus faecalis vancomycin and erythromycin trm with analysis message: initial value too low for analysis results obtained for all other claimed drugs on the card qc cumulative report for ast-p607 lot 4871117103 received from the customer site. There were examples of vancomycin (va) and erythromycin (ery) trms in the qc cumulative report, but all reported mics were within the expected ranges. Impact: the ast-p607 lab reports showed va and/or ery trms with analysis message initial value too low for analysis. A result of "trm" for an antibiotic is a valid result from the vitek® 2 software; the organism growth pattern does not allow analysis by the software algorithms to complete. In this case, the vitek® 2 system will provide a "non-result" instead of a potentially incorrect result. The system is functioning as intended; no malfunction is associated with this behavior. For ery, there are no eucast guidelines for enterococcus sp, with this antibiotic, so this would not have been an option for patient treatment - therefore no delay or impact on patient care. Root cause: a definitive root cause could not be determined because insufficient information was received, and the replaced optics could not be returned for this investigation. The tx1 optics were replaced on the impacted instrument, but the replaced optics were not returned to the manufacturing site for this investigation. The customer indicates that trms are no longer being observed.